Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant and the issue began wednesday, a couple weeks, maybe a month ago, or a within the last few months. Recharger would not find the implant even though patient tried 100 different positions and pressure and they couldn't get the paddle to find the device. The recharger would also get really hot when charging the implant. During the call there where the wire met the paddle looked bent or loose or something was not right but also noted there were no damages on the recharger. No damages in the controller charging port. Patient plugged the recharger and got no device found. Patient got 94/94/94 on passive recharge. Patient got system problem rm03 and the recharger got hot. Patient was back on trying to recharge. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis and found there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.